Event description:
It was observed during device evaluation that the colonovideoscope exhibited foreign material in the air and water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h4 - (B)(6) 2014.

Event description:
Correction to manufacturer date.